Event description:
It was reported that the patient presented during a routine follow up in clinic. Right ventricular (rv) lead noise was noted on stored electrocardiograms. The noise was unable to be replicated with provocative shoulder and arm movements. All other lead parameters and tests were stable. Patient was asymptomatic and the patient condition was stable before, during and after the event. The clinician does not believe that the lead integrity was compromised and decided to monitor the lead and continue with routine follow up.